Event description:
It was reported to philips that remote alert indicating a button was active, which could impact system bootup. No harm was reported to philips. Philips has started an investigation of this complaint.